Manufacturer narrative:
Concomitant medical products: dtba1qq ICD, implanted (B)(6) 2016.

Event description:
It was reported that by the patient's spouse that the patient was in the hospital and their heart rate would drop to 40 beats per minute. The patient did have a device check done and five days later, the left lead was "not working". Follow-up was conducted to obtain information on the patient and the lead, but the attempts were unsuccessful. Records indicate the lead remains in use. No further patient complications were reported as a result of this event.